Manufacturer narrative:
The hardware investigation of the returned battery charger 2 board found that the reported event was related to an electrical issue. The board did not pass bench and functional test. Visual inspection: all led's lit except dut pcb d3e and ch e on test fixture did not illuminate. Ch e output did not pass with test dc voltages measured zero. All other charger output dc voltages were within acceptable specifications.

Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was being caused by faulty charger boards. The charger boards were replaced. The replaced charger boards were not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that after a spin the site smelled and observed what appeared to be smoke coming out of the imaging system. The site discontinued use of the imaging system. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.

Manufacturer narrative:
The battery charger 1 was returned to the manufacturer for analysis. The reported event could not be duplicated by medtronic personnel. Battery charger 1 pcba passed functional output bench testing. Visual inspection notes all leds light, the board is warped and the board has leaky capacitors. Installed battery charger 1 board in imaging system and the system readied and charged as expected. No thermal event, battery errors, or unexpected power down while under test. No functional problem found. Leaky caps and pcba is warped. The device was found to be fully functional.

Manufacturer narrative:
(B)(6).